Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump presented an air in line alarm during use with a clearlink continu-flo solution set. The reporter stated that there was no visible air in the set prior to placing the set in the pump. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.